Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis q biplane system. During an interventional procedure, it was reported that the ias and ivs spontaneously restarted. The associated x-wp reported application errors and the system once again was restarted. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. No system failure or malfunction and no non-conformity was identified. According to the log files, there was no spontaneous system restart. The user restarted the system because of a flickering large display. The user stated that as this happened during night time, the incidence was reported by a different operator and therefore the initial problem description was incorrect. The cse tested the system and was able to reproduce the issue. The symptoms were not unique. At times the whole large display was flickering, and at other times only one side, left or right, was flickering. The layout was changing with a high frequency although, no error messages were displayed. Experts requested to replace both power supplies of the bypass module (component switching video signals from the system to the large display). After the replacement of these power supplies the issue did not reoccur. The power supplies have not been returned for investigation; therefore, the root cause for the reported system behavior could not be identified. No systematic issue in the installed base could be determined and no corrective action in the field is required.